Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analyzed. The available iegms confirmed the presence of artifacts in the rv channels, which led to the detection of vf episodes. One shock was delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 20 months after the implant the patient received an inappropriate shock. The physician decided to cap the lead and implant a new one. No additional adverse patient side effects have been reported.